Event description:
A customer obtained erroneously high troponin (accu tni) results on two different patient samples, and an erroneously low accu tni result on a 3rd patient. The initial results for patients 1 and 2 were 3.41 and 1.02ng/ml, respectively. The samples were re-tested and obtained results were lower for both patients. The initial result for the 3rd patient was 0.20ng/ml, and two results of 8.70 and 1.52ng/ml upon repeat. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications before the event. A system check performed on (B)(4) 2009 resulted within specifications. Two accu tni calibrations performed after the event failed. No error messages were obtained during the time of this event. A field service engineer (fse) was dispatched: the fse conducted aspiration test and one probe did not pass. The fse performed troubleshooting, and then ran additional performance testing; all results passed within specifications. As of (B)(4) 2009 customer has not reported additional issues in regards to this event. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.